Event description:
It was reported patient that during the permanent implant procedure, upon removing the bandage, it became apparent that the site was infected. The physician washed out the site before placing the ipg and the paddle lead remained implanted. Antibiotics were prescribed. The physician believed that the infection was not device related, and the cause was unknown. The patient was doing well postoperatively.